Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection was performed via naked eye and found the injection site to female luer lock joint broken; the broken stem remained bonded with the female luer lock. Functional test will not be performed as the physical defect was confirmed by visual inspection. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of an interlink extension set "came off" while the user was attempting to connect the set to an unspecified device. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.